Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the right ventricle lead exhibited intermittent capture and high capture thresholds. Programming changes were made on the device and patient's amiodarone dosage was decreased. Patient was stable.